Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. At deployment, the patient went into asystole. A permanent pacemaker was implanted the same day post procedure. The patient was reported to be in stable condition. No maneuvers were reported to have triggered the rhythm change. The final deployment position of the valve was at the annular level. The valve was not deployed too ventricular. The patient had no conduction disturbance before the procedure.